Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No delivery anomaly noted.

Event description:
The customer reported having an urgent care visit due to high blood glucose over 300mg/dl, and she was treated with manual injections. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the customer to run a manual prime test and the insulin did exit. The customer also mentioned that no insulin was delivered during manual prime. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.